Event description:
In a hospital, in order to process doctors orders, the nurse, presumably, or their representative (could be ward clerk, aide, or anyone) "scans" the order to the pharmacy using a system called pyxisconnect 2.5. It is wonderful technology that eliminates paperwork, but it has a serious flaw when misused that could lead to serious errors. In fact when the system first arrived a year or two ago, the pharmacy was saving examples of actual med erros occurring daily because of this: the person scanning will scan the "back page", or copy and it comes through illegibly. After years of learning to decipher illegible orders, the r.ph. Assumes they can "make it out", and guesses at what it says. It takes an incredible amount of time to clarify these orders as well, so the illegible copy is used, and erros result. The misunderstanding results from the transition from the old system to new, eg. The doctors order forms are in triplicate, and are still being used. Under the old system, the back copy was "tubed", or brought to the pharmacy, and orders entered from that. The "yellow" copy still states "pharmacy copy" in fact. Some nurses insist that this must be the form that they scan, but is in most cases unreadable.